Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) in the advancer tubing and a lidstock for evaluation. Visual examination of the sample revealed one bend at the distal end and a slightly deformed j-bend. Both welds appeared to be present and fully spherical. Microscopic examination confirmed the welds were intact and the bend in the swg. The bend in the guide wire body was located at 560-580 mm from the proximal tip. The overall length of the swg was measured to be 603 mm which is within the specifications of 596-604 mm per wire guide product drawing. The outer diameter of the spring wire guide measured 0.796 mm which is within specifications of 0.788-0.826 per wire guide product drawing. The returned spring wire guide was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The wire guide passed through both with minimal resistance. A manual tug test confirmed that both welds were still attached. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. Do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was bent once from 560-580 mm from the proximal tip. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during use on a patient.